Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the coin battery and rebooted the sys. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys continues to fluoroscopy after release of button. No pt injury was reported.